Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17lxf, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that about 2 months ago, patient went in for a routine check and the healthcare provider informed her that two of her electrodes were broken. Caller wanted to know if the broken lead can migrate because ever since she found out about the broken lead, she has been having pain in the leg and knee. Patient was redirected to the healthcare provider. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17lxf, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated that the healthcare provider will remove the device when the covid-19 pandemic passes. Patient stated that she turned the device off because it was pressing on a nerve on a nerve and could cause pain. No further complications were reported.